Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had calcification in the sinotubular junction (stj), aortic arch, and access site. Calcifications and thrombotic plaques were present along the entire aortic axis. During the procedure, the patient had an iliac rupture with hemorrhage. The iliac rupture occurred on the left side, which was the access site for the delivery catheter system (dcs). The rupture was caused by excessive thrust in forcing dcs passage at the site with severe calcifications. The rupture occurred during the advancement of the dcs. The rupture was treated with covered stents. It was noted that the vessel had previously been treated with a percutaneous transluminal angioplasty (pta) and the dcs contributed to the damage of the wall. The valve, delivery catheter system (dcs) and compression loading system (cls) were replaced with new products and a new valve was implanted. The patient was alive with no injury following the procedure. The minimum vessel diameter was 5.3 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID vlv evolutfx-29; product lot/serial number (B)(6); product type: heart valve product ID loading sys l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the capsule. There was a scratch visible to the distal end of the capsule. There was a nitinol protrusion to the capsule tip, and a bump to the capsule at the nitinol protrusion site. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.